Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, bleeding, erosion, infections, dyspareunia and urinary problems. Pt had revision surgeries (B)(6) 2005. No other info is available.